Event description:
During an implant attempt, the physician was not able to operate the fixation mechanism of the subject lead as the helix remained retracted after numerous attempts to extend it. Another lead was subsequently implanted.

Manufacturer narrative:
(B) (4). Conclusion: the analysis concludes that the lead conforms to all mechanical and electrical specifications, and specifically, the function of the fixation mechanism conforms to established specifications utilizing a duplicate easyturn stylet. The abnormal function of the fixation mechanism as described by the physician is associated to damage sustained to the inner shaft during the implant attempt. This fracture was likely sustained as a result of excessive rotation applied, as evidenced by the damage to the blade tip. Regarding the damages identified to the defibrillation coils, these are not considered to be manufacturing defects, because there are controls in place to disallow gross defects such as these.